Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the user observed an issue activating the harmonic ace instrument. Replacement of the harmonic ace disposable insert resolved the issue. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the customer experienced recognition issue with the instrument. No additional information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace disposable insert involved with this complaint and completed the device evaluation. Failure analysis investigation identified a broken blade measuring approximately 0.14" from the base. The broken piece was not returned for evaluation. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The known cause of this issue is attributed to mishandling and misuse. Verification via system logs confirms the occurrence of a subtotal gastrectomy procedure on the reported event date of (B)(6) 2022 using system (B)(4) matching the documented event details. Verification of the accessory product via system logs could not be performed because accessory device product details are not captured in the system log. A review of the submitted image was performed by an isi regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip with no obvious damage. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable event due to the following conclusion: failure analysis investigation confirmed a missing blade from the harmonic ace instrument. Failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.